Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on (B)(6)2018. This spontaneous case was reported by a consumer and describes the occurrence of endometritis ("two endometritis in the year") in a female patient who had essure (batch no. C13146) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), abdominal pain ("belly aches"), vertigo ("vertigos"), fatigue ("chronic fatigue"), dysmenorrhoea ("painful period"), headache ("headaches") and back pain ("back aches"). Essure treatment was not changed. At the time of the report, the endometritis, abdominal pain, vertigo, fatigue, dysmenorrhoea, headache and back pain outcome was unknown. The reporter provided no causality assessment for abdominal pain, back pain, dysmenorrhoea, endometritis, fatigue, headache and vertigo with essure. The reporter commented: removal of essure with removal of tubes was planned on (B)(6) 2018 due to two endometritis in the year. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: endometritis. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority ((B)(6)) on 05-jan-2018. The most recent information was received on 31-jan-2018. This spontaneous case was reported by a consumer and describes the occurrence of endometritis ("two endometritis in the year") in a female patient who had essure (batch no. C13146) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), abdominal pain ("belly aches"), vertigo ("vertigos"), fatigue ("chronic fatigue"), dysmenorrhoea ("painful period"), headache ("headaches") and back pain ("back aches"). Essure treatment was not changed. At the time of the report, the endometritis, abdominal pain, vertigo, fatigue, dysmenorrhoea, headache and back pain outcome was unknown. The reporter provided no causality assessment for abdominal pain, back pain, dysmenorrhoea, endometritis, fatigue, headache and vertigo with essure. The reporter commented: removal of essure with removal of tubes was planned on (B)(6) 2018 due to two endometritis in the year. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 31-jan-2018 for the following meddra preferred term: endometritis. The analysis in the global safety database revealed 18 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 31-jan-2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.